Event description:
It was reported that the programmer was shipped to the caller without current software loaded onto it. The caller loaded the needed software onto the programmer. With the next three patients checked, it cycled through the ¿¿the 2090 programmer screen will go blank for up to 30 seconds" and "please wait screens.¿ it cycled through those about 3 times each until it came to the ¿find patient¿ screen which took 5 minutes each time. The caller then hooked the programmer up to the software distribution network (sdn) for updating. Still the same problem interrogating patients. Then, finally, the caller used the service disk. After that, it just sat on the disk operating system (dos) screen with an a> with a ¿windows 98 configuration¿ line above it. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: programmer took about 3.5 minutes to boot the first time with system updating message, then subsequently booted normally. (B)(4).